Event description:
Meter name: one touch ultra. Strip name: lifescan one touch ultra. Meter code: unkown. Strip code: unknown. Strip storage: unknown. Symtpoms: sweats, hypoglycemic episodes. A pt reported they were unable to test on the meter. Their meter allegedly would only prompt "lo" (temperature) message. The result on their meter was unable to test. There was no comparison. Treatment was fast acting hypoglycemics. No further info has been reported.